Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the tip of the catheter broke off inside of the patient. The physician was able to retrieve the tip with no harm to the patient. No additional intervention or procedures were required. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Dtvn-5.0-19-15.0-yueh-rdc-070896. (B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions, quality control and a visual inspection of the returned used product was conducted during the investigation. The returned packaging contained one catheter and one hub (separated); however, the needle, obturator, and peel away straighter were not present. A visual examination revealed the total length of the catheter was 15 cm. It had a french size of 5, but the proximal end had a french size of 6 (due to flaring). All four sideports were present and intact at the distal end. The flare on the hub was found to be uneven and jagged and measured .0845 inches in diameter. The lot records of the device were reviewed and no issues concerning the quality of the product relative to this investigation were noted. Quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Based on the information provided and the results of our investigation, a definitive root cause for the experienced difficulty could not be determined. We are continuing to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During the procedure, the tip of the catheter broke off inside of the patient. The physician was able to retrieve the tip with no harm to the patient. No additional intervention or procedures were required. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.